Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device was fixed to the abdomen with 25 ml air. When the customer tilted a scope to insert another port, a cracking sound was heard and the balloon (including inside balloon) of the device broke. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The balloon was unable to be inflated due to the observed cut. No other abnormalities were observed. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.